Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that a week ago they couldn't feel the stimulation and the stimulation was going off and on. Patient said they thought that the issue was with the controller battery, but it was at 50%. Patient was hurting so bad. Now the patient got 90%, but couldn't feel any sensation. The patient was redirected to their healthcare provider to further address the issue. Agent provided the patient with the nas phone number for the healthcare provider office.